Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 4.9; repeat = 5.3. The nurse was not sure of the customer's therapeutic range.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, ist inr = 4.9, 2nd inr = 5.3, mean = 5.10, sd = 0.28, %cv = 5.55. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.